Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per call report that rn stated the intra-aortic balloon (iab) was not fully inflated under fluoroscopy. Balloon volume was reading 2.5cc on iab pump screen. Clinical support specialist (css) asked rn for additional information. Helium bar guage was blue, no alarms had occurred, she did manually inflate/deflate iab without difficulty, but when helium tubing was attached to iab pump, it did not fully inflate. Css asked rn to switch patient connections to another pump. They connected to iab pump and iab still would not fully inflate. Css asked if they had any additional helium blue connectors and rn stated "no". Css asked rn to obtain another blue helium connector from another 40cc iab, but to open a non-fiberoptix catheter. Rn opened an iab-05840-u box and switched blue helium connectors. After switching connectors, balloon volume on iab pump stated 40cc and they initiated pumping. Balloon fully inflated on fluoroscopy. Css explained it was the blue connector on catheter that was the problem. Css asked rn to save the blue connector and we would contact them to obtain it. Css also explained that they could switch patient back to pump #1 since fiberoptix sensor (fos) was zeroed to that pump or we could calibrate map on pump #2. Rn stated she would go ahead and switch back to pump #1 after our call. No additional calls received.